Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a puncture over part of indicator, a faulty power supply and software version needed to be upgraded from 3.01 to latest version. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, led lights were flickering on the evis exera iii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently left out of the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the front panel leds flickered due to a power supply unit failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter which confirmed the reported event (front panel leds flickered) occurred during preparation for use of an unknown procedure. The procedure was completed using a similar device. There was a delay to the procedure, while the subject device was replaced with a similar device. The patient was conscious and not under anesthesia when the delay occurred. There was no patient harm or consequence reported as a result of the event.